Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she went into an MRI and the device was not back to how it was before the test. The patient stated she didn't know her previous settings and it was not easy to make the changes for the test. It was reviewed how to decrease stimulation and turn it off using the patient programmer. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the difficulty changing the settings was that they did not write down the settings before the MRI and that they were frustrated when they realized the settings weren't the same. The patient reset the settings to where they thought they should be and the issue was resolved. No further complications were reported.